Event description:
It was reported that the pt has experienced pain and increased metal levels in her blood due to the modular stem.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.